Event description:
It was reported that the backrest won't hold weight due to a cracked backrest assembly. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.